Event description:
A malfunction alarm was reported with the code malf 12. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, which provided instructions to reset the pump. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump while monitoring for any future issues.